Event description:
Pt underwent placement of bivicd implant at co's facility in 2004, and was discharged home the next day. Co was advised by hosp that the pt was brought to their ed 2004 doa. Autopsy performed and device removed. Device is secure in hosp rm office. Pt's family retained atty who has written to hosp that they must not release device to MFR, and that they will arrange for independent non destructive examination.